Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, decrease in sensing and no capture was observed when the lead was connected to the device. All measurements were within range when connected to the programmer. Lead was not used and was replaced. All measurements were within range with the new lead. Patient's condition was good post-procedure.